Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -14.50/2.50/093 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2022. On (B)(6) 2023 the lens was explanted due to excessive vault and the problem resolved.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).